Event description:
It was reported that a merlin.net transmission showed frequent daily atrial and ventricular pacing lead impedance measurements with values of zero ohms. Remote monitoring would continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.